Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, premature battery depletion was observed. On merlin transmission on (B)(6) 2016, device longevity was 3.7-4.0 years and then on (B)(6) 2016 device reached eri. Device was explanted and replaced.

Event description:
New information received notes that the patient was brought to the hospital without any problems, the device was changed out and the patient was discharged same day with no complications.